Manufacturer narrative:
Ge healthcare recommended to the hospital to replace the compact flash card and reload software.

Event description:
The hospital reported the unit alarmed during the boot-up process. There was no reported patient injury.